Manufacturer narrative:
The suspect swan ganz catheter was discarded and not available for return. The device history record review is pending. Once the results are available, they will be sent in a supplemental submission. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to this complaint.

Event description:
It was reported that there was a failure with a swan ganz bipolar pacing catheter. The clinician stated that it would not pace during use. They attempted to replace the monitor and the cable to resolve the issue. But the issue still continued. The procedure being performed was a transcatheter aortic valve replacement. There was no inappropriate patient treatment administered. There was no patient injury.

Manufacturer narrative:
The device was discarded and was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires; care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non-conformances.